Event description:
Device switching on automatically on off button does not function. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 31st may 2011. Corrosion on the membrane tail, due to storage outside of the indicated conditions. The device was returned with a reported fault of ¿device switching on automatically & on off button does not function¿. The multiple manual power ups mainly of ten-minute duration recorded in the history log would suggest the device was switching on automatically. The fault was traced back to corrosion on multiple tracks of the membrane tail including track 13 (on button) and track 14 (key3_button) . This had resulted in an 18v short between track 13 and track 14 resulting in an 18v overvoltage and damage to the microprocessor u25. This would account for most of the instructional leds remaining illuminated as observed during the investigation. The corrosion on track 13 (on button) of the membrane tail would also account for the device failing to power off via the on/off button. The corrosion on the membrane tail and temperatures reaching a low of -0.9°c recorded in the history log indicate that the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switching on automatically on off button does not function. There was no patient involved in this event.